Event description:
A beckman coulter inc. Representative indicated that a customer had communicated the presence of a clear liquid leak at the blood sampling valve of a coulter lh 500 hematology analyzer. The customer could not identify the origin of the leak. The leak was approximately twenty cubic centimeters in volume, was not contained within the instrument and had leaked onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) observed that the tubing through a specific pinch valve was disconnected. The fse replaced the tubing and the leak was fixed. The instrument was returned into operation. The cause of the event was specific tubing was disconnected. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).